Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. This complaint is link to the initial complaint reference number: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the bellavista1000 is having an alarm for unintended apnea backup activation in CPAP. This is the second machine found with the same issue by a doctor that was raised to their higher management. The customer confirmed that the respiratory therapist(rt) decided to stop the ventilation once they noticed this problem and shifted to other niv machine. Furthermore, there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to software issue. Most likely, insufficient breath detection in CPAP mode at high leak levels as the software is using the uncompensated signal. This is a known issue in v4.3 and will be resolved with a future software version. Risk assessment has determined the risk related to this issue is acceptable and no field action is needed.